Event description:
It was reported that during the incision of the right broad ligament of the uterus for a laparoscopic total vaginal hysterectomy procedure with robot support, the extra large needle driver that was attached to arm cart assembly 4 was not recognized. The extra large needle driver was re-installed and then recognized, so it was continued to be used. But the extra large needle driver was not recognized again. Event after cleaning the contact surface and reinstalling it, it was still not recognized. The sterile interface module (sim) was replaced and re-installed, but the extra large needle driver was still not recognized. An individual restart of the arm cart assembly was performed. After restarting, when the sim was installed, it was recognized. But the extra large needle driver was not recognized. An alternative forceps was provided and the procedure was completed. Even after postoperative check, the extra large needle driver was still not recognized. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the incision of the right broad ligament of the uterus for a laparoscopic total vaginal hysterectomy procedure with robot support, the extra large needle driver that was attached to arm cart assembly 4 was not recognized. The extra large needle driver was re-installed and then recognized, so it was continued to be used. But then the extra large needle driver was not recognized again. Even after cleaning the contact surface and reinstalling it, the extra large needle driver was still not recognized. The sterile interface module (sim) was replaced and re-installed, but the extra large needle driver was still not recognized. An individual restart of the arm cart assembly was performed. After restarting, when the sim was installed it was recognized. But the extra large needle driver was not recognized. An alternative forceps was provided and the procedure was completed. Even after postoperative check, the extra large needle driver was still not recognized. There was no patient injury.

Manufacturer narrative:
H3 and h6: annex b, annex c, annex d and annex g have been amended. Device evaluation: medtronic led an evaluation of the associated device data for the reported extra large needle driver (xlnd). Evaluation of the device data indicates that the xlnd was connected to sterile interface modules (sim) sn: (B)(6), during the procedure. The system triggered error codes ¿instrument usage read write read sequence¿ and ¿manual insertion with no instrument attached¿, which means the system was not able to write the updated use count/use time of the instrument after the system recognizes it. This could indicate connectivity issues between the instrument and the sim. As the instrument failed persistently with two different sims, the connectivity issue is likely due to the xlnd. Evaluation of the device data for the reported extra large needle driver confirmed the reported condition. A design issue was identified during evaluation of the device logs. The root cause of the observed condition was traced to the 9-pin connector of the instrument losing connection with the sterile interface module. A process improvement has been implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.